Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient faced infusion set occlusion issue event on (B)(6) 2026. The blood glucose level was high and patient was treated with correction bolus via pump. No further information available.